Manufacturer narrative:
Replace the cracked legs on the infant warmer elevator base. An investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint device had not been returned. Results: cracking legs of the cosycat infant warmer, due to excessive weight loading, is a known problem. Total weight of the device, including accessories and pt, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic legs' base and damage to the base electric elevator mechanism. Conclusion: we have an open CAPA to address this issue. The corrective action, informing the users of the maximum weight for the cosycot infant warmer and to inspect the bases of their cosycots, has been completed in the USA, but is still on going in other countries. This corrective action has been notified to the district office.

Event description:
A hospital in another country, reported that a crack was found on the leg of the iw932aek cosycat infant warmer elevator base. No pt consequence was reported.